Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that it was unknown if the event resolved. The indication for use included complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s wound was infected and suppurative after the operation. The patient did not experience more than 50% symptoms reduction. It was unknown if any troubleshooting was performed. The cause was unknown. The whole device set was explanted in 2016. No further complications were reported or anticipated.